Event description:
It was reported that insulin pump fell on the ground causing insulin pump to crack. It was reported that insulin pump did not work. Customer had been treating with insulin pen. It was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with detached/missing end cap, missing motor assembly, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.